Event description:
Patient was implanted with four gore tag thoracic endoprosthesis in 2008. A type I or type ii endoleak was observed on a CT scan two days later. The leak persisted and the patient was converted to open repair removing all four devices in 2009. No further information will be available.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results code - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Other devices used were: tg2610, tg2610, tg2610.